Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci products involved with this complaint to perform failure analysis. The right master tool manipulator (mtm) has been returned and evaluated by the failure analysis team and the reported failure was confirmed and replicated during visual inspection that the magnet was missing on the lever. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed, mtm failed grip calibration. Tests performed via matlab failed. The remote arm controller (rac) has been returned and evaluated by the failure analysis team and log data indicated the fault had occurred in the field. There were no issues upon visual inspection. The rac was installed onto a printed circuit assembly (pca) system and the fan died at startup. A new fan was installed and pca power cycle test was starting but the rac failed with error 25581. Troubleshooting continued and all fan related pca replacements were performed but the part still did not work. The rac is unstable with error 25581.the complaint was confirmed based on the field evaluation and failure analysis. Failure analysis concluded the mtmr lever magnet and unstable rac was the root cause.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the right master tool manipulator (mtm) could not control the arms or match grip, and the fan did not work properly. The fse replaced the right mtm and remote arm controller (rac) board. The system was tested and verified as ready for use. Isi did not receive the da vinci products involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the right master tool manipulator (mtm) was not responding. The procedure was converted to laparoscopic surgery with no reported injury. The procedure was delayed 15 to 30 minutes. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the procedure conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the conversion. There were no issues noted during set up of the system.